Manufacturer narrative:
The used infusion sets were not returned for investigations. Unomedical examined the lot reference samples. They were visually inspected and tested for flow, leak and ventilation to pcc. All test results were within specifications. Furthermore, the batch record # (B)(4) was verified and found it within specifications. Based on the investigation and test results the claimed failure can not be confirmed. If new information becomes available the complaint will be re-opened and appropriate actions will be taken. Unomedical clinical evaluation based on all available data: it is reported that patients husband found patient clammy and wet in a coma at 5:30 and called 911. The ambulance people treated patient with IV fluid and sugar water which brought patient back. Blood glucose elevated to 110mg/dl and patient declined a trip to the hospital. Treatment with sugar water bringing patient back to consciousness is compatible with patient experiencing a hypoglycemic event. Prior to the event patient experienced four times checking her blood glucose (no readings for those is reported) and ending up with self-treating with manually injecting 4.4 unit of insulin. This brought blood glucose to 110 mg/dl before bedtime. It is not reported if patient changes set between the readings.

Event description:
Unomedical reference number: (B)(4). An adult female diabetic patient is being treated with insulin via an insulin pump and a quick-set paradigm infusion set. At a change of infusion set she noted high blood glucose values. She manually treated this with a 4.4 unit insulin injection which lowered her values to around 110 mg/dl at bedtime. At 02:30 in the night she woke up to use the bathroom. Three hours later her husband finds her lying unconscious on the floor at 05:30 in the early morning. He describes her as being clammy and wet at that time; blood glucose 500 mg/ml. 911 is called and when ER staff arrives, she is treated with IV glucose infusion which brought her back to consciousness with some leg pain. She got blood glucose up to 110 mg/dl and she declined a drive to the hospital. She remained in the low 200s (mg/ml) and came down to 160 mg/ml in the evening. The following day she changed her infusion set. Again she measured blood glucose at 500 mg/ml, which after a shot came down to 433 mg/ml. She then called the medtronic helpline as she was worried that the pump was not working correctly. The troubleshootings only finding was, that when the latest set was removed, the soft cannula seemed bent. She was advised that a bent cannula might have led to a too low supply of insulin and therefore might have contributed to the hyperglycemic events. Patient explained that she had lost her infusion set serter and thus had inserted the set manually, by hand. Unomedical clinical evaluation: see the 3500a.